Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely low micro-total protein results generated by the unicel dxc 800 synchron chemistry analyzer. The erroneous results were not reported outside of the laboratory. There was no change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Per customer, qc results had been erratic. Customer supplied qc data showed values near or below 2 sd low. Switching to a different lot of reagent resolved the issue. Service was not dispatched for this event.